Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff didn¿t undergo essure confirmation test". The patient's medical history included viral warts, leiomyoma of uterus, unspecified, uterine fibroids, anemia, birth defects, migraine, blood pressure high, uti, dysuria, paratubal cyst, congenital uterine anomaly, ovarian cyst, right inguinal hernia, endometriosis, deep vein thrombosis and mullerian agenesis. Concomitant products included drospirenone + ethinylestradiol (ocella). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dermatitis allergic, fatigue, gastrointestinal disorder, alopecia and abdominal distension outcome was unknown and the heavy menstrual bleeding had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dermatitis allergic, fatigue, gastrointestinal disorder, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient received treatment for abdominal pain back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, fatigue, gi conditions, hair loss, bloating. Right ostia: 5 trailing coils. Left ostia is free of essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, consumer middle name, patient medical history, concomitant medication, rcc added. On 4-may-2021: no new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff didn¿t undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dermatitis allergic, fatigue, gastrointestinal disorder, alopecia and abdominal distension outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dermatitis allergic, fatigue, gastrointestinal disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for abdominal pain back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, fatigue, gi conditions, hair loss, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added pelvic pain, abdominal pain back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, fatigue, gi conditions, hair loss, bloating, device monitoring procedure not performed. Event outcome added menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.